Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 1:00 am when he obtained an alleged inaccurate high blood glucose reading of ¿479 mg/dl¿ with the subject meter. The patient manages his diabetes with humalog insulin on a self-adjusting dose. The patient claimed that at 1:15 am, he took an extra 10 units of insulin (15 units instead of his usual dose of 5 units) as a result of the alleged issue. 15 minutes after the insulin was administered, the patient reported developing symptoms of ¿blurred vision, shaking, sweating and heart speeding up.¿ in response to the symptoms, the patient claimed he tested his blood glucose and obtained a result of ¿356 mg/dl¿ with the subject meter. The patient claimed he proceeded to take more insulin (amount not reported) and when he ¿lost his vision,¿ his spouse treated him with cookies and the symptoms resolved. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.